Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis alongside a pipeline device, inside of shipping box, inside of a sealed plastic biohazard pouch, and within individually opened inner pouches. Damage location details: no damage or irregularities were observed with the hub. No damage was found to the catheter body; however, dried was found to be occluding the catheter body. The distal tip was noticed to be possibly heat shaped; in addition, the distal tip was found to be damaged (burned/melted). A crack/break was found proximally to the distal marker band at the distal tip. No other anomalies were observed. Testing/analysis (including sem/fitr reports): the echelon-10 total length was measured to be ~155.2cm, and the usable length was measured to be ~147.9cm, which is within specification. During testing, water was flushed through the echelon-10 microcatheter hub, water and blood was found to be exiting the distal tip; in addition, a leak was noticed at the distal marker band (the damaged area). Next, an in-house concerto device was hydrated and advanced into the microcatheter were it exited the damaged segment of the distal tip. No resistance was encountered while advancing the coil through the catheter body, until the distal tip. No further testing was performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter leak¿ was able to be confirmed, as a leak was noticed at the distal tip while flushing the catheter. The cause of the leak was determined to be from the damage (crack, hole, break) at the distal tip. A possible cause for a catheter leak is but not limited to catheter rupture/damage/puncture/breaks or separations; however, the root cause was unable to be determined. The echelon-10 microcatheter was noticed to be shaped at the distal tip; although, no mention of any shaping was reported; therefore, it is possible heat shaping cause the damaged, that resulted in the reported leak. Based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance¿ was able to be confirmed; although, during testing no resistance was able to be reproduced within the catheter body. While advancing an in-house concerto device towards the distal portion, the implant coil failed to exit the distal tip and exited out the damaged segment. It is possible the damage found with the distal tip caused the resistance; however, the root cause was unable to be determined. A few other possible causes of resistance are but not limited to incompatible devices, patient vessel tortuosity, catheter damage or device damage, material occludes catheter, and/or insufficient catheter flushing or lack of continuous flush. It was noted that the patient's vessel tortuosity was moderate. No mention of a continuous flush was reported. The reported coil used in the procedure was not returned, nor were and details about the device provide. Compatibility was unable to be verified. Any contribution the coil had towards the damage or resistance was unable to be determined. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-250-20 (b697638); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right clinoid artery aneurysm with a max diameter of 3.5mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 20mm diameter. The landing zone was 2.4mm distally and 3.2mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the patient underwent femoral artery puncture for flow diverter-assisted coil embolization. Due to vascular tortuosity, the flow diverter stent became stuck in the microcatheter at the distal section during delivery and could not be delivered or opened, despite repeated attempts. The pipeline did not become stuck during the procedure. There was no damage to the catheter or the pushwire. Ultimately, the device was replaced. It was also reported that due to vascular tortuosity, there was leakage at the tip of the echelon microcatheter at the distal section during coil delivery, and the device was replaced. The catheter was inspected or tested prior to use. The leak was observed during use. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event ancillary devices include a stryker guidewire, phenom27 microcatheter, johnson & johnson guide catheter and johnson &johnson sheath.